Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged panel mount due to improper handling. During service, the technician found out that the cable gland was loose and the broken pedal jammed when it was pushed. Device repaired.

Event description:
Customer reported that the foot pedal required service and testing with the console as well as the drill kept running if the food pedal was released. This is report 1 of 1 for complaint (B)(4).